Manufacturer narrative:
H.10 correction : (B)(4) is being canceled. Reason for cancelation: bd is not responsible for complaint in investigation and reporting of this product. The complaint details have been forwarded to the supplier.

Event description:
It was reported when using the bd aptaca urine cup 60 ml there was sample leakage and the needle inside the transfer straw was dislodged and loose from the straw. The sample leakage event occurred 1 time. The breaking needle event was reported to have affected (B)(6) devices. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurses have found that the needles on the new bagged urine bottles break when the tubes are bumped. This has happened several times, with a risk to staff and loss of urine. It also happened once that the potty leaked from the bottom: it was obviously broken from underneath, the patient came out of the bathroom 'in a panic'."

Event description:
It was reported when using the bd aptaca urine cup 60 ml there was sample leakage and the needle inside the transfer straw was dislodged and loose from the straw. The sample leakage event occurred 1 time. The breaking needle event was reported to have affected 75,000 devices. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurses have found that the needles on the new bagged urine bottles break when the tubes are bumped. This has happened several times, with a risk to staff and loss of urine. It also happened once that the potty leaked from the bottom: it was obviously broken from underneath, the patient came out of the bathroom 'in a panic'."

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed as aptaca is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.